Event description:
Rayner intraocular lenses limited rec'd notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states "when cassette is closed on the injectors the lens fails to advance smoothly or advances and then becomes jammed."

Manufacturer narrative:
(B)(4) has been allocated to this event by rayner intraocular lenses limited. The device subject to this case has not been return to rayner; therefore no analysis was possible. The healthcare facility has confirmed that a back-up lens was implanted in the original planned surgery session w/o further complication. The pt was not injured as result of this event. Our review of the production records for the r-inj-04 injector batch b318 and associated superflex aspheric 920h intraocular lens batch 072e38619 showed that all mfg and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated superflex aspheric 920h iol ((B)(4) 2012) was conducted in order to determined if any trends exist. This review concluded that no other incidents, of any type, have been rec'd against the r-inj-04 injector batch b318 or the superflex aspheric 920h iol batch 072e38619. W/o the ability to examine the device and w/o clear event details being provided a failure mode and root cause cannot be ascertained.